Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that a revision procedure was performed due the rod failing to distract. After the rod was removed, there was visible metallosis and a loose gasket.

Manufacturer narrative:
The investigation revealed a complaint relating to a nuvasive magec rod, 4.5mm 90mm offset ous. The report indicates a revision procedure was performed due the rod failing to distract. After the rod was removed, there was visible metallosis and a loose gasket. There was no patient injury associated with this reported event. No device was returned as it was lost in transit. There was no device available for evaluation, so the reported event was unable to be confirmed. As the device was unavailable, magec force test, and stroke test were not able to be completed. A review of the DHR documents indicates the device was manufactured by the specified requirement at the time and met all the required inspections upon release to finished goods. Immediate corrective action included replacement of the device. Complaint monitoring will continue and additional action will be taken in the event that an adverse trend is identified. No additional action is planned at this time. Risk document was reviewed and the effects potentially related to the reported event of failed to distract, post-op while using the magec 1/1.5 have been identified and mitigated. A review of the complaint has determined the severity of possible effects from the reported event does not exceed those estimated in the risk documentation. A review of complaints reported event of failure to distract-post op for the magec 1/1.5 device represents a lower occurrence rate compared to the estimated risk associated with this product. No new harm is associated with the reported event. Additionally, based on the risk level estimated for this product, this complaint, as with the previous complaints, does not justify the need for new or additional risk evaluation.

Event description:
Information was received that a revision procedure was performed due the rod failing to distract. After the rod was removed, there was visible metallosis and a loose gasket.